Event description:
The stent was partially deployed right out of the packaging. The physician confirmed that the lock mechanism was in the lock position when the observation was made. It was noticed that the retract handle was slightly retracted. The mechanism was put into the open positin and tried to push the retract handle in order to put the tip of the deployed device into the sheath but the handle would not move higher.